Manufacturer narrative:
Complaint: (B)(4). Samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer reported they experienced many recollections due to specimens that were either underfilled or overfilled compared to the indicator. Customer reported collections performed with straight needles and syringes. For patient specimens, customer reported underfilled specimens would not fill to the indicator unless blood was forced in with syringe, overfill was risked by adding too much blood. Customer advised they also tested the tubes with a syringe filled with water, and the tubes still underfilled.

Manufacturer narrative:
Complaint (B)(4): received 1rk 454322/b250833r for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint is not duplicated. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.